Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the balloon was inflated to 18 atmospheres. The rated burst pressure (rbp) for this device is labeled 14 atmospheres. It should be noted that the rx trek instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if the over-inflation of the balloon contributed to the reported issue. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified, ectatic, de nova 80% stenosis in the proximal left anterior descending artery. Reportedly, the rx trek balloon catheter was inflated smooth and normally to 18 atmospheres; however, deflation was slow compared with prior experiences. The rx trek was inflated and deflated a second time with the same results. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.